Manufacturer narrative:
Additional information was received on (B)(6) 2020, the complaint device originally reported is a non-mentor product, so no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female caucasian female patient who underwent primary breast augmentation surgery with an unspecified gel implant experienced right sided capsular contracture baker grade unknown post procedure. Patient had a fall on an unknown date and right sided implant became firm. As a result, patient has a planned explantation on (B)(6) 2020.